Event description:
Report received that 2 employees have experienced eye irritation when in the room with the cidex opa. The burning sensation sent them to see an ophthalmologist. No known treatment provided.